Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 catheter tip was broken. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right c4 with a max diameter of 4mm and a 2mm neck diameter. The landing zone was 3mm distally and 4mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that when the third spring coil was delivered using the echelon, resistance was found and a rupture was found after the microcatheter was withdrawn. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that they replaced the echelon to complete the procedure, and treatment was successful. The cause the rupture/break was unclear, and it was not completely broken. The resistance was in the distal part of the catheter. The coil was implanted in the patient, but the model was unknown. The coil had come out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~148.1cm. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be broken but retained by tubing material proximal to distal marker band. The distal tip exhibited stretching. No damage was found with distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, it is likely resistance reported by the customer contributed to the event. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.